Manufacturer narrative:
Article citation: ¿breast implant-associated anaplastic large cell lymphoma with lymph node localization: case report and review of literature,¿ broggi giuseppe, md; motta fabio, md; magro gaetano, md, phd; vecchio giada m, md; angilello andrea, md; bortolussi carlo, md; meli gaetano, md, images for surgeons, 2018, p. 1-3, doi: 10.1111/ans.14839. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Through journal article 'breast implant-associated anaplastic large cell lymphoma with lymph node localization: case report and review of literature' it was reported a patient who underwent cosmetic bilateral breast augmentation. Over a 10 year period since implantation, [the patient ] developed a left side relapsing periprosthetic effusion which led to multiple implant replacement. Patient was totally asymptomatic and clinical examination was unremarkable. The manufacturer of the device is unknown.